Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance at 165 ohms on the right ventricular (rv) lead. The shock lead impedance trend shows a gradual increase over the past year. The shock lead impedance alert level had previously been increased to 175 ohms. It was noted the patient has had no therapy from the device since implant ten and half years ago. Technical services (ts) was requested to the review. Received additional information from ts confirming the shock lead impedance over the past year has been slowly increasing, and the average shock impedance is greater than 125 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance at 165 ohms on the right ventricular (rv) lead. The shock lead impedance trend shows a gradual increase over the past year. The shock lead impedance alert level had previously been increased to 175 ohms. It was noted the patient has had no therapy from the device since implant ten and half years ago. Technical services (ts) was requested to the review. Received additional information from ts confirming the shock lead impedance over the past year has been slowly increasing, and the average shock impedance is greater than125 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
H11 field correction with information below: report number: 2124215-2024-74467 this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance at 165 ohms on the right ventricular (rv) lead. The shock lead impedance trend shows a gradual increase over the past year. The shock lead impedance alert level had previously been increased to 175 ohms. It was noted the patient has had no therapy from the device since implant ten and half years ago. Technical services (ts) was requested to the review. Received additional information from ts confirming the shock lead impedance over the past year has been slowly increasing, and the average shock impedance is greater than125 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed an out-of-range shock lead impedance at 165 ohms on the right ventricular (rv) lead. The shock lead impedance trend shows a gradual increase over the past year. The shock lead impedance alert level had previously been increased to 175 ohms. It was noted the patient has had no therapy from the device since implant ten and half years ago. Technical services (ts) was requested to the review. Received additional information from ts confirming the shock lead impedance over the past year has been slowly increasing, and the average shock impedance is greater than125 ohms. Ts provided troubleshooting and device optimization recommendations. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the shock lead impedance has continued to gradually increase. A commanded shock was performed a few months prior to try and reduce the high out-of-range measurement, however the current impedance is back to 143 ohms with three years of battery longevity. Technical services (ts) was consulted and confirmed the impedance has continued to increase and is approaching 150 ohms. Ts provided information and recommended to consider a lead revision. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a product performance issue or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a performance issue or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.